Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluation was completed on august 6, 2020. The device was visually inspected and it was found with reddish material and a cut on the surface of the pebax sleeve with internal parts exposed. Then, the catheter was connected to the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint regarding force issue was unable to duplicated during the product investigation. However, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis observed a cut on the pebax sleeve with internal parts exposed. Initially, it was reported that when the ablation was started, contact force became high. There was blood mixed at the tip of the catheter. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another catheter. There was no information about an error message or any product problem except the contact force high was observed. The procedure was completed without patient consequence. The high contact force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The blood mixed at the tip of the catheter was assessed as not MDR reportable. This did not pose any risk to the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on july 29, 2020. Reddish material was inside the pebax and a cut was on the surface of the pebax sleeve with internal parts exposed. The cut on the pebax sleeve with internal parts exposed was assessed as a MDR reportable malfunction. Therefore, the awareness date for this lab finding is (B)(6) 2020.